Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by the journal of surgical oncology titled ¿is osseous reattachment of the greater trochanter necessary compared to soft-tissue-only abductor repair in proximal femoral megaprosthesis reconstruction?¿. The study reviewed fifty-three (53) patients who underwent abductor repair in proximal femur megaprosthesis: bony vs soft-tissue arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-three (23) month follow-up period, twenty-four (24) patients experienced bony reattachment failure. Ref: groundland, j., brown, j., jones, k. & randall, r. L. Is osseous reattachment of the greater trochanter necessary compared to soft-tissue-only abductor repair in proximal femoral megaprosthesis reconstruction? J surg oncol 124, 115-123, doi:10.1002/jso.26477 (2021).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.